Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 61-year-old male in st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support. The patient had ongoing suction overnight. Echo revealed aortic annulus clot. The device was explanted and clot was visualized in the inflow tract.

Manufacturer narrative:
The investigation for the low pump flow has been completed. The impella device was not returned for evaluation. However, clinical information provided was sufficient to determine the root cause. According to the clinical details, the patient had ongoing suction and an echo revealed an aortic annulus clot. Upon explant, clot was observed in the inflow tract of the impella device. Additionally, the data logs reviewed showed suction alarms were observed with small fluctuation in flow. The cause of the low pump flow issue was due to biomaterial observed on aortic annulus and on inflow cage of pump after explant per clinical and suction alarms observed per data log review.